Event description:
This lead was implanted on (B)(6) 2007. And was explanted on (B)(6) 2013. A call to technical services placed on (B)(6) 2013, states that the device and the ra lead was dangling. Rv impedance was 2500 ohms in old device and with psa was more than 3000 ohms. Device and explanted lv lead will be returned. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).